Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Four opened probes were received, with a tip protector, in a tray, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. Needle and shell were detached from the engine. Adhesive was present on the shell. Functional actuation and cut testing was unable to be performed due to the shell and body needle being detached from the engine. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area, cutting edge and several locations along the inner cutter. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. Needle was bent at the stiffener. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and nonconforming for actuation. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at bend area, cutting edge and several locations along the inner cutter. Sample 3: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. Diaphragm, spacer, and o-rings are all intact. Sample 4: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. Diaphragm, spacer, and o-rings are all intact. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation of sample 1 was unable to confirm the reported cut failure due needle and shell body separation. The exact root cause of the cut failure and component separation cannot be determined from this evaluation. The complaint evaluation of sample 2 does not confirm that probe had a cut failure and indicated that probe had an actuation failure. The root cause for the poor cutting is the observed gouge marks on the cutting edge, bent needle and bent inner cutter. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. The complaint evaluation of sample 3 and 4 does not confirm that the probe had a cut failure as samples were found to be conforming for functional testing. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as cut failure cannot be confirm from sample 1 but could be due to excessive use of the probe by the user and sample 2, 3 and 4 were conforming for cut. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe had poor cutting during vitrectomy surgery. The surgery completed after replacing the pak with another one. There was no patient impact.